Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and further information obtained when cca reviewed the call. The patient reported that the alleged inaccuracy began on (B)(6) 2016, 11:00am. She stated that she obtained alleged inaccurate erratic blood glucose results of in the ¿200s, 300s and 400s mg/dl¿ on the subject. The patient was unable to provide times for when they obtained these results. The patient manages her diabetes with a combination of medications including metformin and glipizide and on (B)(6) 2016 that she received health care professional (hcp) advice to increase her dose of glipizide from 16 units to 18 units as result of the alleged product issue. The patient reported on an unspecified time after the alleged inaccuracy began she developed the symptoms of ¿lightheaded, foggy head, shaky, and weak¿. The patient stated that she self-treated with more food and /or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct testing steps were used. The sample was obtained from an approved site. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.